Manufacturer narrative:
Additional information was requested but not received.

Event description:
The patient presented to the emergency room experiencing ventricular tachycardia (vt) and received multiple shocks from their implantable cardioverter defibrillator (ICD). The initial shocks were ineffective, and the patient became febrile shortly after. The arrhythmia was eventually resolved after two additional shock therapies. Upon review, it was determined that while the device did deliver therapy, it failed to successfully convert the vt rhythm due to incorrect frequency settings. Programming changes were made. Patient condition was stable and recovering.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.